Event description:
It was reported that the patient¿s right ventricular (rv) lead dislodged which was able to be confirmed via fluoroscopy. The patient was presented for the rv lead explant procedure. During the procedure, it was noted that the rv lead helix failed to extend. The physician opted to explant and replace the rv lead. The patient was in stable condition.